Manufacturer narrative:
(B)(4).

Event description:
It was reported that the occipital lead (off label) appeared to migrate easily. Multiple revisions had been performed. The occipital leads were revised on (B)(6) 2011. The patient reported good coverage. The doctor placed the leads from a different approach and anchored the leads with a different technique. No information was available about the previous lead revisions. Additional information has been requested, but was not available as of the date of this report.